Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 406 mg/dl. The customer was treated for the high blood glucose with a bolus. It is unknown what may have caused the customer's blood glucose to rise. The customer was assisted with troubleshooting but there were no malfunctions with their insulin pump. The customer did not return the product back for analysis.